Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an audible noise change during a self-test was unable to be confirmed during evaluation of the returned heartmate 3 system controller (serial number (B)(6)). The controller was in unremarkable condition and both of its speakers were free of debris. The system controller underwent functional testing and passed without issue. Throughout testing, several self-tests were performed while connected to different power sources, and the controller alarmed appropriately each time. The controller produced normal audio tones which exceeded the designed volume threshold. The submitted and downloaded log files were reviewed, and no atypical events were observed. All of the captured data appeared to show the system controller operating as intended. The root cause of the reported event could not be conclusively determined through this evaluation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch (rev. D) section 2 ¿ ¿system operations¿ and abbott heartmate 3 left ventricular assist system patient handbook (rev. A) section 2 - "how your heart pump works¿, describe how to perform the system controller self-test. The patient handbook, section 6 - ¿caring for the equipment¿, instructs users to check the system controller¿s audio speakers at least once per month. If a change in sound is noted during a self-test, the speakers may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. The IFU and patient handbook caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller (B)(6) had an audible noise change during self test. The self test did complete and the system controller was working. The system controller would be changed to (B)(6). The system controller would return for evaluation, and log files would be sent. The patient was under a year since implant and their self test alarm was sounding different than normal. Log files were sent for review, and there were no notable alarm conditions or parameter changes. The equipment was operating as intended electronically and mechanically.